Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered the tubing that connects the diff preservative solution had come off the fitting at the differential mixing chamber. The fse replaced the diff preservative tubing and resolved the fluid leak issue. The unit conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility. (B)(4).

Event description:
The customer reported fluid leaked on the right side, outside of the unit involving coulter lh 750 hematology analyzer. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. No erroneous patient results were generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.